Manufacturer narrative:
The product was not returned for evaluation.

Event description:
Allegedly, it was reported that the driver bent during removal of a screw and stripped the screw head. The surgeon had to use a burr to drill the screw out which may have burned the patient's soft tissue.